Event description:
The customer reported to olympus that the albarran lever was torn while using the evis exera ii duodenovideoscope. The issue was found during reprocessing and there was no procedural or patient impact as a result. The device was returned and evaluated, and there was found to be foreign material stains at the distal end, under the plastic cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the foreign material stains found at the distal end (under the plastic cover), the color ring was cracked, key top one (1) was scratched, the lock engagement lever was compromised, the knob wire shaft was broken, the protector was cut, the light guide lens was cracked, and the connecting tube was buckling, and the coating was peeling off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.